Event description:
The patient reported that his infusion device screen went blank and was making a clicking noise. The patient tried to remove and then reinsert the power pack to reset the device, but the device continued making the clicking noise. The patient was not at home and did not have a replacement power pack with him. He stated that his power pack had been in use for about 2 weeks. The patient went home and installed a new power pack. The device returned to normal operation. The patient was aware of the power pack recall. The patient's blood glucose did elevate to 250 mg/dl. The patient bolused 3 units of insulin to counteract his elevated blood glucose. The patient's normal glucose range was not provided. The patient did not experience any symptoms with his elevated blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.